Manufacturer narrative:
(B)(4).

Event description:
It was reported that the chest x-ray displayed mild apical pneumothorax during post-operation check-up. A chest tube was used to treat the patient. The tube was removed by the physician after the chest x-ray showed an improved condition.